Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a ureteroscopy procedure performed on (B)(6) 2024. During procedure, the scope got contaminated. The procedure was completed with another lithovue scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1801 is selected to represent the reportable event of contamination during use.